Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified openings, crease fold, and wear abrasion. A leak test was performed and found one opening on the anterior and the radius. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. And also identified a sharp crease opening on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated edge opening on anterior and radius side due to surgical damage sharp crease opening on radius due to a fold flaw opening. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.